Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain.

Manufacturer narrative:
Date sent to FDA: 2/5/2018. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Additional information. Patient code: (B)(4) - surgical intervention, (B)(4) device code: hernia recurrence occured additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2017 under (B)(6) at(B)(6) due to hernia recurrence.

Manufacturer narrative:
Date sent to FDA: 07/08/2019.